Manufacturer narrative:
The customer reported that after installing the printer driver and trying to re-launch the central nurse's station (cns) application, the unit started to boot loop. Technical support (ts) troubleshot the issue; however, the issue remained. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (n/a) to this report: d10 attempt # 1: 08/28/2025 emailed the customer via microsoft outlook asking for model and serial numbers of any devices the reported device was connected or related to: the customer replied and stated that only a xerox printer was attached to the cns.

Event description:
The customer reported that after installing the printer driver and trying to re-launch the central nurse's station (cns) application, the unit started to boot loop. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that after installing the printer driver and trying to re-launch the central nurse's station (cns) application, the unit started to boot loop. Technical support (ts) troubleshot the issue; however, the issue remained. There was no patient injury reported. Investigation summary: the device with the reported issue was returned for evaluation. The evaluation confirmed the reported issue. The root cause for the reported issue was determined to be corruption of the hard drive. The following fields are not applicable (n/a) to this report: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook asking for model and serial numbers of any devices the reported device was connected or related to: the customer replied and stated that only a xerox printer was attached to the cns. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that after installing the printer driver and trying to re-launch the central nurse's station (cns) application, the unit started to boot loop. There was no patient injury reported.